Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 141 mg/dl compared to a lab result of 59 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips.the complaint was not confirmed and no new issues were observed. All results were within the range specification. The reported reading was found in the meter memory. All pertinent information available to abbott diabetes care has been submitted.